Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and logfiles, was not provided to abbott diagnostics (B)(4), inc. Therefore, a root cause investigation was not able to be performed. A review of complaints' trend reveal that all of the binaxnow covid-19 ag card lots within expiry are performing according to label claims. In conclusion, the exact root cause of the reported issue could not be determined. Please see related MFR reports:1221359-2021-00245.

Event description:
In response to the event reported under MFR. Report 1221359-2021-00230, the customer reported discrepant results with the binaxnow covid-19 ag card. The customer reported for most of the state tests, the antigen will pick up about 70% of those who test pcr positive. Further investigation of the information provided by the customer identified false negatives and false positives with pcr confirmation. This MFR. Report addresses the false negatives. Based on the information provided by the customer, further investigation identified the incident rate for false negative patient results is (B)(4). Although requested, additional clarifying information has not been received. Per binaxnow covid-19 ag card product insert intended use: negative results from patients with symptom onset beyond seven days should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Per binax nowcovid-19 ag card product insert precautions and limitations: inadequate or inappropriate sample collection, storage, and transport may yield false test results. False negative results can occur if the sample swab is not rotated (twirled) prior to closing the card. False results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. False negative results may occur if inadequate extraction buffer is used (e.g.,<6 drops). False negative results may occur if swabs are stored in their paper sheath after specimen collection. The presence of mupirocin may interfere with the binaxnow covid-19 ag test and may cause false negative results. Due to the risk of false negative results potentially leading to no or delayed treatment, this event shall be reported.